Manufacturer narrative:
Estimated age. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. On (B)(6) 2018, it was reported that the patient was re-admitted to hospital with anemia, the patient had a history of gastrointestinal (gi) bleeding. During admission, two units of pack red blood cell (prbc) were transfused, and the patient was not on any anticoagulant due to history of multiple gi bleeds. Endoscopy was performed, the source of bleeding was not confirmed. It was reported that the patient's gi bleed resolved, and the patient was discharged from hospital stabled. Continued plan of care was to monitor the patient's condition, and continued care plan for lvad prior to bleed.

Manufacturer narrative:
A direct correlation between heartmate 3 lvas and the reported event of gastrointestinal bleeding could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.